Manufacturer narrative:
(B)(4). Batch #: v9534y. Additional information was requested and the following was obtained: during another case, the surgeon was unable to open the jaws. They tried to manually open the jaws and the cut button was lodged. They tried to pull the closure lever and couldn¿t get it to move. The jaws were still closed but the handle was not fully latched. The device was removed by using a second x1 device via a second trocar. The scrub tech did say should have cleaned the jaws better. The issue occurred about 30-40 minutes into the procedure. The tissue the device was used on was relatively thin. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap assisted vaginal hysterectomy, while the surgeon was sealing and dissecting around the uterus the jaws of the device became locked in the clamped position. Despite numerous attempts to transect the tissue using the cut button, the device wouldn't dislodge the cut button was in the partial position. With the first device since they were unable to transect the tissue, the surgical team went through a different trocar site to transect the tissue around so that they would be able to remove device number one from the patient. There is still tissue within the jaws of the first device. Case completed by over sewing. There is no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.